Manufacturer narrative:
The manufacturer was able to verify the reported problem. A visual inspection revealed that the lcd display was damaged with a scratch mark in the middle of the screen. A review of the event trace found many instances of "button stuck alarm¿ conditions all pointing to the lcd touchscreen display. The entire lcd screen becomes disabled when the screen detects that a button is stuck.

Event description:
It was reported that the ventilator's display screen would intermittently not respond to touch. The ventilator was not on a patient and the reported problem was found during pre-use.